Event description:
The customer reported that the system would lock up. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.